Event description:
It was reported the customer had a low blood glucose event. Customer stated their blood glucose was 34 mg/dl, but their insulin pump did not alarm to alert them. The customer declined to troubleshoot for the low blood glucose. Customer stated they just had a root canal and was having low blood glucose due to their medication. Customer also reported receiving a threshold suspend alert with their previous sensor. The customer also stated their blood glucose had been affected by their healthcare provider adjusting their basal rates and bolus wizard settings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).